Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed due to a tendency to auto-inflate. A new inflatable penile prosthesis pump was implanted. There was no reported clinical consequence to the patient.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to auto inflation was not confirmed. Product analysis was unable to confirm the reported events. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The pump was leak tested, visually inspected and functionally tested; no visual damages were found upon inspection. The pump passed all tests performed. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis pump removed due to a tendency to auto-inflate. A new inflatable penile prosthesis pump was implanted. There was no reported clinical consequence to the patient.